Event description:
The customer reported that the rotation of the therapy knob did not always power the device on. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.